Event description:
It was reported that an expired product was used.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that an expired product was used.

Manufacturer narrative:
According to what was reported, the device was implanted and is not available for evaluation therefore, no further attempts to retrieve the device are required. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: expired product probable root cause: application -use past device/packaging shelf life the reported failure mode will be monitored for future reoccurrence.